Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform occlusion, prime, excessive no delivery test due to motor error alarm. The insulin pump passed unexpected restart test. All operating currents are within the specifications no unexpected low battery or off no power alarm noted during testing.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer performed displacement test and the insulin pump passed. The customer stated that they were able to rewind the insulin pump. The insulin pump was returned for analysis.